Manufacturer narrative:
A partial lead (only distal portion) was returned in one piece measuring 51.2 / 52.3 cm (insulation / inner coil and cables). Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. Unable to perform impedance test due to the condition of the lead as received. Correction: updated h10 analysis narrative. Correction: section h6 - code 4116 added for incomplete (partial ) lead returned.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a follow up via remote, the right ventricular lead exhibited high pacing impedance. The lead was explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.